Event description:
It was reported that one of the patients lead had migrated during an ipg upgrade procedure. It was also reported that the patient was experiencing inadequate stimulation and stimulation on non target area. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5104399.